Event description:
Brushhead became loose in mouth while brushing [device breakage]. No adverse event [no adverse event]. Case description: a male consumer reported that while using an oral-b vitality series toothbrush, the oral-b precision clean, became loose in his mouth. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product was not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.